Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the distal end of the subject device was leaky, and a channel of the subject device was perforated. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found the following. The instrument channel was perforated and leaked extremely. The internal metal part of the bending section was perforated in each perforated area of the instrument channel. The bending section rubber was perforated and leaked in each perforated area of the instrument channel. The adhesive around ultrasound transducer was partially missing, and there was a gap between the ultrasound transducer and the housing. (B)(4) surmised that the breakage of the instrument channel might be caused by the puncture needle breaking through it. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported instrument channel breakage could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this event was attributed to the following. - in the process of puncture procedure, the needle was removed from the needle sheath and inserted into the endoscope. - the puncture needle was inserted with the curvature applied. This event might be prevented by complying with the instructions described in the instructions for use. Therefore, this event may be attributed to user handling. In addition, omsc surmised that the reported gap between the ultrasound transducer and the housing was attributed to the aging deterioration by repeated brushing or other procedures on the area during reprocess for long term use. Once the area is handled, such as rubbing it strongly, this area may be triggered, and the attrition may accelerate. If additional information is received, this report will be supplemented.